Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v005476, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and hadn¿t felt stimulation in almost a year. The patient¿s implantable neurostimulator (ins) was acting up where she had to charge it every day and then in (B)(6) 2013, she had to start charging it twice a day; this was when she felt therapy stopped helping her. The patient had restless leg syndrome which felt like lightning bolts were going down her legs, and that since 2001 her legs and low back have been bad. The patient tried charging her ins every night before bed even after she stopped feeling stimulation but it never came back to life. The patient wanted to see if she could get it to work again. The patient did not have her programmer with her at the time of the call. The patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2014 and requested a manufacturer¿s representative (rep) be there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the hcp do not implant or explant stimulators. The patient notified the office on (B)(6)-2014 that it was not working but they had not seen their physician to have it adjusted at that time.